Event description:
When the nurse attempted to inject the pre-filled syringe of rhophylac, the solution could not come out of the barrel.====================== manufacturer response for pre-filled syringe, rhophylac======================response is pending.